Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during infusion set change. Customer's blood glucose reading was 143 mg/dl. Troubleshooting was done. Insulin finally exited from tubing with manual plunger push. Customer stated that the pump did not alarm no delivery. Therefore, customer was advised that the pump is working as designed.